Manufacturer narrative:
The insulin pump had unexpected motor noise during rewind due to faulty motor. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 26 mmol/l. It was stated that the no delivery alarm also occurred without the reservoir in the insulin pump and the customer tried sets from different boxes. The insulin pump was not dropped or exposed to a magnetic field and passed the self-test. It was also reported that the motor makes a strange sound. The device was returned for analysis.